Manufacturer narrative:
The customer from outside the united states reports observation of one (1) falsely elevated ca 19-9 patient sample result was obtained when compared to alternate testing methods when processed on an advia centaur xp instrument. The falsely elevated result was reported to the physician and was questioned. The same sample was reprocessed on two alternate methods and lower results were obtained. The lower result obtained from alternate method 2 was considered correct and issued on the corrected report. The interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reported one (1) falsely elevated ca 19-9 patient sample result was obtained when compared to alternate testing methods when processed on an advia centaur xp instrument. The falsely elevated result was reported to the physician and was questioned. The same sample was reprocessed on two alternate methods and lower results were obtained. The lower result obtained from alternate method 2 was considered correct and issued on the corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca 19-9 result.

Manufacturer narrative:
The initial MDR 1219913-2023-00276 was filed on 30-oct-2023. Additional information received on 13-nov-2023: the customer reported one (1) falsely elevated ca 19-9 patient sample result was obtained when compared to alternate testing methods when processed on an advia centaur xp instrument. The falsely elevated result was reported to the physician and was questioned. The same sample was reprocessed on two alternate methods and lower results were obtained. The lower result obtained from alternate method 2 was considered correct and issued on the corrected report. Siemens has evaluated the information which included the assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. When the sample was treated with polyethylene glycol (peg) 6000 the sample recovered significantly lower with the advia centaur xp ca 19-9 assay. Treatment of the sample with peg may have precipitated antibodies that were interfering with the advia centaur xp ca 19-9 assay. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. Return of the patient sample for further investigation is not possible as the sample is not available. The customer is operational. In section h6, investigation findings and investigation conclusions codes are updated.